Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the object reference was not sent to instance to object error. A field service engineer (fse) found that the station was not booting and displayed a data error when the application launched, so the station was reimaged. After reimaging, the application was tested and the customer inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on an error screen. The user stated that two error messages appeared object reference not set to an instance of an object and an unexpected data error occurred. The users were unable to access the system or dispense any medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.